Manufacturer narrative:
The power management (pm) and motor controller (mc) boards were returned for failure investigation. The customer complaint was verified. The root cause is failure of spi transmitter ic u10 in the mc board. Upon further review of this event, it no longer meets reporting requirements as there was no patient involvement at the time the reported issue occurred.

Manufacturer narrative:
The device was being set up for use at the time of the event. There was no report of patient or user harm. The philip's field service engineer (fse) completed a diagnostic of the unit and verified voltage error codes occurred and needs to replace the power management (pm) and motor controller (mc) printed circuit board assembly (pcba). The fse replaced the power management pcba and motor controller pcba and the unit passed tests.

Manufacturer narrative:
Report date: 22sep2021.

Event description:
It was reported to philips that the device had a power supply failure. Clinical usage is currently unknown requests for further information have been made. There is no report of patient or user harm.